Event description:
Medics responded to a call for a patient medics responded to a call for a patient in cardiac arrest. The patient was found to be apenic and pulseless. The device was attached to the patient and the patient was determined to be in ventricular fibrillation. The device discharged 120 joules to the patient successfully and the patient was converted to an asystole heart rhythm; the device was then removed rom the patient. The patient was intubated and was further treated with "CPR" and the medics' acls protocol for an asystole heart rhythm; including "all acls medications". The patient was loaded into the ambulance and the devicen cardiac arrest. The patient was found to be apenic and pulseless. The device was attached to the patient and the patient was determined to be in ventricular fibrillation. The device discharged 120 joules to the patient successfully and the patient was converted to an asystole heart rhythm; the device was then removed from the patient. The patient was intubated and was further treated with "CPR" and the medics' acls protocol for an asystole heart rhythm; including "all acls medications". The patient was loaded into the ambulance and the device was re-attached to the patient. The patient was monitored and found to be in fine ventricullar fibrillation. The medic selected the energy at 150 joules however the device charged to 3 joules, displayed a "pacer fault 117" message and failed to discharge. The medics continued CPR until the patient was transported to a nearby hospital and was pronounced deceased. The patient outcome was not a result of the reported malfunction, as the patient's pulse was never obtained.